Event description:
It was reported that, "after reduction with the trial head, the surgeon could not dissociate it from the neck of a stem. Because it was too tight. When the surgeon was trying to dissociate the trial head again and again, it was cracked and he could dissociate it from the neck of a stem."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.